Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite extension set had separated. The following information was provided by the initial reporter: earlier today, this particular filter came apart during the compounding process. It seemed to be a clean break at the junction between the tubing and the filter. These filters are heavily used across all centers, and safety is of utmost concern. Additional information received from the customer: describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No harm or injury, but we had to remake the entire chemotherapy compound.